Event description:
The customer alleged that she performed a normal control test and received a result of "hi". While troubleshooting, the customer performed 2 more control tests and received 2 results of "hi". The normal control range was 104-143 mg/dl. No adverse events were alleged. It is not known if the customer's test strips will be retuned for evaluation.